Event description:
Follow-up information revealed effective therapy was restored following the procedure.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient has not recharged his scs system in a few months due to charging difficulties. Consequently, the ipg became inoperable. In turn, the patient will undergo surgical intervention as the next course of action.

Event description:
Follow-up information revealed the patient could recharge the ipg, but had issues keeping the connection.

Event description:
Follow-up information revealed the patient underwent surgical intervention wherein the ipg was explanted and replaced with a different model.